Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The useful life of the freestyle freedom lite meter is 5 years. As the manufacturing date of this product is 2016, it has been in distribution beyond its useful life as the case awareness date is (B)(6)e the product was beyond its useful life at the time of the complaint no further investigation activities are required. No additional investigations are required as the sensor was expired at the time of use, and the device met its specification lifespan. The device mfg date is unknown. The date entered in the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. A follow-up report will be submitted if any additional information is obtained.